Event description:
A report was received that the patient's ipg was completely dead. Several charging sessions were attempted but were unsuccessful. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient's ipg was completely dead. Several charging sessions were attempted but were unsuccessful. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent a battery replacement due to a suspected malfunction. The patient was doing well following the procedure. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.